Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross. It was reported that another company's guiding catheter was used to engage the lm and a bmw universal guide wire was placed at distal part of first diagonal. After two balloons from other companies were unable to cross lesion atherectomy was performed. Pre-dilatation was performed using four balloons from other companies, then the 2.25 x 12 mm xience v was advanced, but it failed to cross lesion and a dissection was observed distal to lesion. A balloon was used to dilate the dissection, and a 2.25 x 18 mm xience v stent was deployed at 20 atm. The lad was then dilated again with 2.75 x 15 mm voyager nc up to 18-22 atm. Another company's balloon was used to post-dilate the deployed stent. The final result was good. No add'l event or pt info is available.

Manufacturer narrative:
Results code -product performance engineering was unable to determine a definitive cause of the dissection. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon and in the guide wire lumen. There was contrast in the balloon and in the inflation lumen. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There was a bend in the hypotube, 71 cm distal to the strain relief tubing. There were no kinks or damage noted to the tip and inner member. There was no damage noted to the sds. The tip seal length was measured and this met mfg criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant outer diameter measurements met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Quality assurance analysis of the returned sds is consistent with handling, preparation/usage, and suggests the sds was at least partially loaded onto the guide wire and that the balloon had not been inflated. Furthermore, dimensional analysis of the product found that the tip seal length and outer diameters of the stent implant met mfg criteria. The inability to cross a lesion can be affected by numerous factors. The anatomical condition of the pt was described as moderately tortuous and heavily calcified in the case details, which likely contributed to the failure to cross. Dissection, as listed in the xience v instructions for use, is a known adverse event associated with coronary stenting procedures and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. Also noted was a bend in the hypotube, 71 cm distal to the strain relief tubing. This damage was not observed during product inspection prior to use and thus, may have occurred during or after an attempt to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. A review of the mfg records did not reveal any nonconforming material records for this lot and all lot release testing met spec. There have been no other incidents for dissection for this lot. In this case, the failure to cross appears to be related to the operational context of the procedure, although a definitive cause of the dissection and bend in the hypotube cannot be determined. There are no indications of a product quality deficiency. There does not appear to be any indications of a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. In addition, a quality control audit inspection is used to verify the product quality. This MDR is considered closed by the product performance group.